Manufacturer narrative:
The complaint that the needle would not fully retract was confirmed; however, the root cause could not be determined from the two photographs that were provided for investigation. The photos showed a portion of the insyte autoguard needle extending from the grip component of the safety shield. The barrel component of the safety shield appeared to be damaged, which likely prevented the needle hub from fully retracting. The observable features on the submitted photographs did not contain enough information to identify a specific root cause of the reported event. There were no other similar complaints from the implicated lot. A review of the inspection records and quality and manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that needles did not fully retract. Yesterday, there were two IV catheters where, when the white button was pressed, the needle did not retract fully into the sheath. Response received on: (B)(6) 2026 "there was no harm done to any person. It was just a shortage that was noticed bij some nurses.".